Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2352-70; serial/lot: (B)(4); description: linear 3-4 lead. As the device involved in the complaint has not been returned, the complaint investigation site (cis) could not perform a device analysis. However, review of the complaint report, device history and sterilization records were found to be satisfactory and did not find any anomalies or deviations that potentially relate to the reported event; there is no reason to suspect a manufacturing defect as the source of the reported complaint.

Event description:
A report was received that the patient underwent an explant due to loss of pain relief with any stimulation setting. The patient is stable following explantation.